Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was going to get an ins replacement, but ended up just getting the ins removed on (B)(6) 2018. It was noted that there was no issue with the batteries performance, but the patient decided to get the ins explanted due to pocket site pain/sensitivity. The patient's leads were left in their spine in case they ever wanted another ins implanted. No further complications were reported.